Event description:
It was reported that the patient had a pump refill procedure performed on (B)(6)2010. On (B)(6)2010, the patient was "not feeling well". The patient was advised to contact the hospital if the symptoms got worse or did not disappear. On (B)(6)2010, the patient was sent to the hospital. It was noted, on examination, that the patient had severe withdrawal symptoms (although these facts and conclusion appeared contradictory, the report was verified). A refill of the patient's pump was performed. It was noted that the reservoir of the pump was empty at this time. The pump ws refilled with 35 ml of medication and the patient was "substituted" with intravenous morphine. After the "substitution," the patient was "feeling better." Two days later, the pump reservoir was aspirated and it was noted that 18 ml of medication was obtained when 34 ml of medication was expected. The patient's pump was explanted and replaced the same day. The medication used in the patient's pump was morphine. The concentration and dose information was not provided. It was further reported that after the pump was explanted, the manufacturer representative "filled the pump again with 35 ml and left the pump for thirty minutes." There was no leakage or fluid seen. It was also noted that attached to the pump was 8578 sutureless catheter (sc) connector which was implanted before incompatibility was communicated. The physician was notified, during this implantation, of the potential for incompatibility. The sc connector was left implanted and attached to the catheter. The physician checked the connection and said it was "ok." After intravenous substitution, the patient was "feeling better."

Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.